Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a small unruptured amorphous aneurysm measuring approximately 8.10mm x 6.20mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (4.50mm x 14mm and 4.25mm x 16mm). During the procedure, it was reported both pipelines required balloon angioplasty (an option presented in the instructions for use, u.s.) To open at the same time around a difficult turn. Post procedural angiogram showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure. Same event as MDR# as 2029214-2014-00089